Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown. (B)(4). Mfg. Site name-starmedtec (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail laser fiber was used during a lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl 3022 console. According to the complainant, during procedure and outside the patient, the laser fiber was found to be damaged. The procedure was completed with the same auriga 3022 console. After the procedure the focus lens on the laser console was found to have been damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.